Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the physician installed the mbl-6-f onto endoscopy and advanced to middle and lower esophagus for ligation. While releasing the third band, the physician felt stuch [stuck] and could not release any more. The physician retracted the endoscope from the patient, and still could not release the third band. Eventually, the physician removed the rest of the bands from the barrel by force, and the trigger cord was still stuck in the endoscope. The physician slowly pulled the trigger cord from the endoscope, but found out that the channel of the endoscopy [endoscope] was blocked. The physician sent the endoscopy [endoscope] to its manufacturer for repair. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter; occupation: agent. Investigation evaluation: the product said to be involved was returned in a clear poly bag inside the open box from the lot number provided in the report. The label matches the product returned. Three photos and a video were also provided for evaluation. The loading catheter and irrigation adapter were not included in the return. Photo 1 of the product labeling confirmed the product and lot number. Photo 2 shows the handle, the trigger cord, and the barrel with no bands remaining on it. Photo 3 shows the barrel with one band remaining on it and the trigger cord being manually pulled by hand. The band can be seen being pulled towards the end of the barrel. The video received confirmed the report and shows the user trying to pull the trigger cord out of the scope but it appears to be stuck inside the channel. Our laboratory evaluation of the return (the handle, the barrel with no bands remaining on it, and the trigger cord) found that the trigger cord had been damaged. Some beads were found to be missing and others were found to be out of position. For band 1, no beads were in the correct position on either leg. For band 2, two beads were on one leg and no bead was on the other leg. For band 3, one bead on one leg and no bead on the other leg. Band 4 position had 2 beads on one leg and 1 bead on the other. Band 5 had one bead on each leg as normal. Band 6 location had one bead on one leg and no bead on the other. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not cut or broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.